Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having tiredness, chest pains, difficulty breathing or shortness of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust/dirt contamination on the flip lid locking mechanism, outside of the blower box, and on the air inlet of the motor. The manufacturer also found evidence of slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination, slight deformation on the dry box inlet seal, mineral deposits on the flip lid seal. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. An internal visual inspection of the humidifier was completed by the manufacturer. The manufacturer found evidence of dust/dirt contamination on the outlet iso port, mineral deposits inside the humidifier water storage tank. The device's event logs were downloaded and reviewed. The manufacturer found 1 instances of error 53. The manufacturer concludes there was evidence of multiple contamination in the device as well as in the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Humidifier: dsxhcp (B)(6).